Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the tightness test did not pass the test during the test software (external flow sensor not calibrated). Correction: perform flowsensor calibration followed by the calibrations (I-valve, pressure, e-valve) in order to have a defined state of the unit prior to commence the component tests.

Event description:
The following was reported to hamilton medical ag: summary: [service software]proximal flow test fails (page 2110).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the tightness test did not pass the test during the test software (external flow sensor not calibrated). Correction: perform flowsensor calibration followed by the calibrations (I-valve, pressure, e-valve) in order to have a defined state of the unit prior to commence the component tests. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: [service software]proximal flow test fails (page 2110).